Event description:
It was reported the device displayed the error code and debris in bolus port. Np patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device being intact and the lemo connector being damaged. Inside the lemo connector was damaged. The error code could not be repeated and was not in event log history. The lemo connector was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.